Manufacturer narrative:
Implant date - unknown due to unknown event date. Explant date - unknown due to unknown event date. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
Terumo medical corporation received a letter from an attorney who is herself the patient alleging she was injured related to the deployment of the angio-seal vascular closure device. The notice alleges that injury(ies) were sustained as a result of an adverse event that occurred on or about (B)(6) 2021. On about (B)(6) 2020, the doctor performed the diagnostic cardiac catheterization upon plaintiff at (B)(6) hospital in (B)(6). The doctor's report indicated that plaintiff was placed under conscious sedation and that angio seal was placed without complications. From september 2020 through january 2021 the plaintiff complained to the doctor that she was having pain following the procedure. She complained of burning pain in her right leg while walking or squatting however, she had no pain when sitting or lying down. The doctor never physically examined the plaintiff following the procedure and never ordered any tests to determine what the source of plaintiffs pain could be. On (B)(6) 2021, the plaintiff began seeing a second cardiologist, the doctor was located at (B)(6) hospital in (B)(6). On (B)(6) 2020, the plaintiff was given an ultrasound of her right groin area at (B)(6) hospital in (B)(6). On (B)(6) 2020, the doctor discussed the findings of the ultrasound with the plaintiff. They told the plaintiff that her right femoral artery had been restricted during the cardiac catheterization procedure and that she needed to have it repaired. The doctor referred the plaintiff for a cardiovascular consultation with a specialist. On (B)(6) 2021, the doctor, facc interventional cardiology at (B)(6) evaluated the plaintiff for right leg claudication occurring after cardiac catheterization performed in (B)(6) at (B)(6) using femoral arterial access. On (B)(6) 2021, the doctor's findings included: severe right common femoral artery stenosis caused by prior angio-seal deployment treated with atherectomy and balloon angioplasty. The doctor performed a peripheral angiography procedure. His pre-procedure diagnosis was 1) stenosis of the right femoral artery (hcc) [170.201]. His post-procedure diagnosis was 1) femoral artery stenosis (hcc)[l 70.201]; 2) sip percutaneous transluminal angioplasty (pta) [z98.62]. Procedure: 1. Ir peripheral artery intervention [img10025] (custom). The plaintiff spent the night following the procedure.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined in the absence of the complaint sample. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).